Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt a shock and fell. This occurred one time and hasn't happened since. The patient didn't know of any environmental/external factors that might have led to this. The patient was reprogrammed to help with lower back pain and no further interventions were taken to resolve the shock issue. Surgical intervention was not planned or scheduled. No further complications reported.